Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.

Event description:
It was reported that the high voltage lead was defective. The patient received many shocks.

Manufacturer narrative:
The complaint was verified in the laboratory. The sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. The sensing coil was exposed to increased stress and over time, the stress resulted in a fatigue fracture. The damage was the cause for the intermittent open circuit.